Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that approximately two weeks post implant it was found that the right ventricular (rv) lead thresholds were high and had inconsistent capture in both unipolar and bipolar. It was also reported that r waves were low, with unipolar values higher than bipolar. Micro-dislodgement was suspected. The lead was reprogrammed to unipolar and sensitivity was changed. The lead was revised four days later and remains in use. No patient complications have been reported as a result of this event.